Event description:
On multiple occasions, two separate issues have compromised functioning of a capnometer required to verify endotracheal tube placement. Improper packaging of a tubing meant to convey expired gasses to the capnometer's input port result in knotting of the tubing unless it is unpackaged in a careful and difficult-to manage manner. This decreases the length of the tubing substantially, and has led to near-extubations when someone moves the cart to which the monitor is attached. Another problem occurs when the attachment to the monitor is not made; the failure mode indicates no end-tidal co2 -which would imply improper endotracheal tube misplacement-. If this information is taken at face value, an unnecessary extubation might take place during resuscitative measures. We have contacted the manufacturer of the tubing in question, and we have contacted medtronic who manufactures the physiocontrol monitor / defibrillator with which the tubing is used. Neither has seen fit to reply.